Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Claimant, through counsel, alleges that he was implanted with cartiva on the left side. Claimant was revised 15 months post-op on the left foot.